Event description:
It was reported by a customer on (B)(6) 2011, the fiber was damaged at the tip at 28,124 joules. Per the customer, there were no further details as to why the fiber tip was damaged. No pt injury was reported.